Event description:
It was reported the patient was not able to make adjustment with the antenna attached. It was noted the patient was reprogrammed due to intermittent excessive stimulation. It was reported the reprogramming resolved the issue. It was reported the programmer would not interrogate. It was reported the old antenna did not work on the new programmer. It was reported the antenna was damaged.

Manufacturer narrative:
Concomitant: product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 97754, serial# (B)(4), product type recharger. Product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 37092, product type accessory. (B)(4).

Event description:
Analysis of the patient programmer found that there was no anomaly. It was noted that the face plate was scratched.